Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized regarding site issues on (B)(6) 2018. The customer¿s blood glucose was unknown. The customer reported that they had rash and irritation to her skin when using the oval tape. The customer reported that the health care provider recommended to tegaderm for the site issue. The troubleshooting was performed for change sensor and site issues. The customer was wearing the sensor and transmitter at the time of hospitalization. The infusion set and insulin pump will not be returned for analysis.